Event description:
Customer reported leaking at top of the silicone segment from an IV set during an unknown infusion while on a patient. There was no patient harm reported and no medical intervention was required. Although requested, customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.